Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm and blank display. The customer¿s blood glucose level was unknown at the time of the incident. No significant event leading to the issues were observed. The customer stated that battery did not resolve the blank display issue and the display remained blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display, fault isolated to electrical board. Unable to perform the pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify software error detected and failed battery test/battery failed alarms due to blank display. No unexpected hot battery insulin pump or obvious heat damage to the electronic assembly noted during testing.